Event description:
It was reported an issue with novosyn quick suture. The client reported that "the products have been used in ((B)(6) hospital) operations and the products have broken in at least two different operations. The first time, the thread came off the needle while the surgeon was sewing, and this happened at least three times in the same operation. On the second day, I was giving thread to the surgeon in the needle holder and I was still holding the package, the needle was left in the surgeon's hand at the needle holder and the thread was left at me". Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch regarding the same issue, closed as confirmed. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received 52 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in all closed samples received, we have noticed that in most of them threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the closed samples received do not fulfil usp/ep and b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.